Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed oversensing and high impedance. A lead fracture was confirmed at explant. During the explant procedure the physician encountered extraction difficulty and was not able to insert the stylet in the lead and the retracting mechanism of the lead did not work. The rv lead was laser extracted and will be replaced at a later date. No patient complications have been reported as a result of this event.